Event description:
A physician reported that the vitrectomy probe could cut but could not reach its maximum cutting speed during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no reported information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).